Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17024694.

Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. No further information has been obtained despite good faith efforts.